Event description:
It was reported the iodine of a minicap had dried out. The issue was found before patient use. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. A visual inspection of the returned device was performed and revealed no issues related to the reported event. The reported problem could not be confirmed as the device met specifications and the reported sponges contained the correct povidone iodine absorption amounts. Should relevant additional information become available, a follow-up report will be submitted.